Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, out of range low hv lead impedance measurements were observed. Patient had generator change-out few days ago and since the replacement, there were out of range readings. Competitive lead replacement was planned.